Event description:
Philips received info from the customer reporting when performing a pt procedure on the CT system and reported that when attempting to position the pt support utilizing the "load" pedal on the foot switch, the pt support continued to move upward and inward after the customer removed their foot from the "load" pedal. The customer recognized the "load" pedal was stuck engaged and was able to stop the motion by stepping on the foot switch cover to disengage the pedal. Philips service confirmed there was no harm to a pt, operator, or bystander due to this reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).